Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker. Upon review, there was some farfield signal oversensing. Review of ventricular episodes noted some possible dual tachycardia and premature ventricular contractions (pvcs). This pacemaker remains in service. No adverse patient effects were reported.